Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, it was reported by a sales representative via (B)(4) that an ar-9236-02pp medium univers vaultlock glenoid trial cracked during use. This was discovered during an anatomic total shoulder arthroplasty - eclipse with vaultlock procedure with no patient harm reported. The case was completed successfully.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9236-02pp serial/batch number s261tg000 was received for investigation. Visual inspection noted that the device is cracked along the longer obtrusion of the device. The most likely cause is attributed to misuse/use error due to excessive force being used.